Manufacturer narrative:
H6- investigation type 4110: lens work order search-no similar complaints reported for units within the same lot. (B)(4)

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicm5 13.2 implantable collamer lens -9.5 diopter into the patient's right eye (od) on (B)(6) 2024 as a replacement lens for MFR#2023826-2024-02574. Reportedly, the patient is seeing double. The lens remains implanted. No patient injury reported.